Manufacturer narrative:
510k: this report is for an unknown trochanteric fixation nail system/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ciufo dj et al (2017), risk factors associated with cephalomedullary nail cutout in the treatment of trochanteric hip fractures, j orthop trauma, volume 31, page 583-588, (USA). The aim of this study is to evaluate the association of cephalomedullary nail cutout in trochanteric femur fractures with the presence of the following radiographic variables: lateral wall fracture, posteromedial fragment, angular malreduction, residual basicervical fracture gapping, screw placement, and tip¿apex distance. From january 1, 2007, to october 1, 2014, 362 patients with pertrochanteric and intertrochanteric hip fractures who were treated with trochanteric entry cephalomedullary nail were included in the study. Patients were implanted with either an unknown synthes trochanteric fixation nails (using either helical blade or lag screw) or a competitor¿s nail. Patients were followed until radiographic union or cutout. Minimum radiographic follow-up was 3 months, with an average of 11 (range 3¿88) months. Complications were reported as follows: 22 patients had cutout. 14 occurred superiorly from the femoral head, 6 medially, and 2 posteriorly. 56 patients had malreduction of neck¿shaft angle. 40 patients had a residual gap at the basicervical component after fixation. 56 patients had the position of the lag screw/helical blade superior to mid-neck. This report is for the unknown synthes trochanteric fixation nail system. It captures the reported events of malreduction of neck-shaft angle and residual gap at the basicervical component after fixation. This is report 3 of 5 for complaint (B)(4).